Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the stardrive screwdriver t15 broke. Patient and surgery was not affected. There were fragments generated from broken device and it was easily attained. There was a surgical delay of one minute. Procedure was successfully completed using a back up device. This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The stardrive screwdriver was received partially disassembled. The screwdriver shaft and dowel pin subcomponents were received still assembled together with discoloration where the handle subcomponent would have been attached. The handle itself was received in three pieces with various small, loose fragments that were generated from the fracture. No part of the handle is attached to the rest of the assembly. No other issues were identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. The received device was manufactured at the brandywine site. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The complaint is confirmed for the stardrive screwdriver. The handle of the screwdriver was broken into three main pieces with a number of small, loose fragments, not all of which were returned. The rest of the device assembly, the shaft and dowel pin, was received assembled together and slightly discolored. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 314.115 synthes lot number: 5151705 supplier lot number: n/a release to warehouse date: 26jan2006 expiration date: n/a manufactured by synthes brandywine review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.